Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 549 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer reported that they had a bent cannula. The customer also reported that they received an off no power alarm without a low battery alarm. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.